Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the patient said that has been feeling a zapping feeling in the middle of their back for about a year now. The patient said that stimulation was turned off for two weeks however that didn't change the sensation. The patient said that their healthcare professional would like patient to have MRI. The patient was redirected to their healthcare provider to further address the issue and to discuss alternative imaging tests.